Event description:
The patient reported to urgent care due to painful cannula site along with edema and erythema around it and also reports symptoms of low-grade fevers and chills at this time and was given two doses of intramuscular (im) antibiotics (rocephin) and then a course of oral antibiotics which it got worst so he went to the ER and his original oral antibiotic of cephalexin was changed to doxycycline on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.